Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0526966v, implanted: (B)(6) 2005, product type: lead. Product ID 3093-28, lot# j0519400v, implanted: (B)(6) 2005, product type: lead. This product was used for an off-label use. The indication was for ezw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had 2 revisions where the implantable neurostimulator (ins) was replaced and moved to the front. During that revision, the leads were forgotten by the manufacturer representative, and they didn¿t find out until after the patient had been opened up. The 2nd revision, they had the leads. It was stated then that the patient felt the wires right by the skin. It was noted that the patient had 32 surgeries where 3 of the surgeries were on their implanted devices, and the patient was disabled. Additional information received reported the hospital didn¿t order an extra lead since it was a synergy stimulator. It was believed that the generator had been replaced since then. It was stated the lead wire situation had nothing to do with what the patient wanted done. It was further reported that the ins was moved to the front because the patient couldn¿t reach it on their back and they slept on their back. It was noted that abdominal placement was easier for them to use the patient programmer (pp). As the patient gained weight, it stretched the wires and separated them. The patient was implanted for interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.